Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. A non-edwards 5f introducer was also returned. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon, balloon windings or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of pacing difficulty was not confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "pacemaker was shut down during pacing. The pacemaker was returned to the manufacturer for inspection. The customer requested an evaluation for catheter as well to see if there are no problems." There are no patient complications reported.